Event description:
Additional information received reported that on (B)(6)-2012 the patient expressed a lack of confidence in the system, and refused to turn on stimulation because of the electrical shocks. It was state that there was a "possible" fracture at the connector site. It was noted that the patient experienced paraesthesia. No further information was provided.

Event description:
It was reported that the patient experienced "electrical shocks" at the connector site. It was noted that the event was not related to implant procedure, no diagnostic methods were taken, and no actions were taken. It was stated that there was a "possible" lead fracture. Two days later, it was reported that there was an electric shock sensation. Less than a month later from the initial report, it was reported that there were electrical shocks at connector site. It was later reported that the patient recovered without sequelae following a lead revision on (B)(6) 2012.

Manufacturer narrative:
Product ID 3998, lot# lb3364, implanted: 2003 (B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708260, serial# (B)(4), implanted: 2011 (B)(6), product type extension. (B)(4).